Manufacturer narrative:
During visual examination of the device, it was observed a crease near the left edge of the anterior view. A tear measuring approximately 0.2 cm was discovered within the crease on the anterior view. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral deflation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with 350cc mentor smooth round moderate. Bilateral deflation on the breast prostheses was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement on the right breast with a mentor smooth round moderate profile catalog: 3501655. Serial number: (B)(4) on (B)(6) 2017. At the time of this report, mentor has received no information regarding replacement of the left breast prosthesis. This report is for the right breast prosthesis. On 9/11/2019, mentor became aware that asr submission reference numbers (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number.